Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set was leaking lipids from port 1 or 2. This was observed during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 01, 2022 - march 02, 2020. H10: the actual device was not available; however, a companion sample was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed which revealed a leak from port 2. The reported condition was verified. The cause of the condition was due to a supplier related issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.